Event description:
The complainant reported that a patient was taken to cardiovascular operating room for escalation from an impella cp to a impella 5.5. The escalation was successful. During support on the 5.5 there was an aorta alarm. Reposition was attempted multiple times under echocardiogram guidance however was unsuccessful. Two drips added to maintain blood pressure. Decision was made to either exchange 5.5 or add impella cp for quick immediate support. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.